Event description:
It was reported that, during use of the monitor, while the patient was on a ventilator, the power cord overheated at the point where the cord plugged into the transformer block on the monitor side. There was fire, melting, and smoke at the junction of the power block and cord. An arc flash was reported from the power supply to the wall with charring at the wall and the arc/fire event was reported to have occurred close to an oxygen supply. The plug area on the monitor was reported to be good and to have functioned on battery power without issues. There was no inclement weather at the time of the event. There was no patient harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.